Event description:
This ra lead was implanted on (B)(6) 2011. Information was received on 1/9/13 stating that device is tracking noise on the atrial lead post adjustment. The physician is dr. (B)(6) at (B)(6) hospital in (B)(6). Patient instructed to schedule appointment with physician to discuss options. Thresholds, impedances and amplitudes are stable. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).